Manufacturer narrative:
Date of device explant: as the exact date of amputation procedure is unknown, (B)(6) 2017, the date this event was reported, is determined as the date of device explant. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use (IFU), device-related complications and adverse events include, but are not limited to thrombosis or occlusion of device and distal embolism. (B)(4).

Event description:
On an unknown date, the patient underwent endarterectomy of the bilateral common femoral arteries. Later in a follow-up study, a huge pseudoaneurysm had been formed from the left external iliac to the left superficial femoral arteries. On (B)(6) 2017, the patient underwent endovascular repair of the pseudoaneurysm using gore® viabahn® endoprosthesis. The physician advanced a delivery catheter through a 7-fr introducer sheath from the patient¿s left upper arm. When the physician attempted to deploy the endoprosthesis, bow-string movement was revealed on the delivery catheter, resulting in the endoprosthesis being difficult to deploy (the endoprosthesis remained constrained on the catheter body). Several attempts were made to deploy the endoprosthesis, but those attempts were not successful. The physician decided to remove the delivery catheter and the 7-fr sheath together, implant a bare-metal stent instead and inject thrombin into the aneurysm sac. However, the aneurysm could not be thrombosed by this thrombin injection, so that the physician decided to advance another delivery catheter in a retrograde approach and to deploy the gore® viabahn® endoprosthesis (jhjr081502j/15775716) within the bare-metal stent. The patient tolerated the procedure. On (B)(6) 2017, the patient suffered from ischemia of the left leg. Angiography was run, revealing that the existing endoprosthesis as well as the patient¿s native vessel had been thrombosed. It was reported that while thrombin injection was performed in the initial implant procedure, some thrombus spread out to the patient¿s lower extremity through the bare-metal stent, which might have caused or contributed to thrombosis of the left leg. In (B)(6) about a week after the patient had been diagnosed with thrombosis of the left leg, the physician performed amputation of the patient¿s left thigh, the location of which was distal to the implant site of the existing endoprosthesis. The bare-metal stent as well as the existing endoprosthesis were removed. Later, the patient has been doing well.